Manufacturer narrative:
The reported events of no sensing, high pacing impedance, no capture, oversensing and insulation breach near the header were not confirmed. As received, a partial lead was returned in one piece for analysis. Visual examination, electrical testing and x-ray examination were normal with no anomalies found. The cause of the reported event was inconclusive.

Event description:
It was reported that patient presented in clinic for a routine check-up. It was observed that the right-ventricular (rv) lead exhibited unspecified oversensing and insulation damage. As a resolution the rv lead was explanted. Patient condition unknown.

Event description:
New information received notes that the rv lead also exhibited loss of capture, failure to sense and high pacing impedance. No patient consequences and the patient was stable.